Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported the patient&#38112;implantable neurostimulator (ins) was depleted due to normal battery depletion and the patient was experiencing therapy issues towards the end of the implantable neurostimulator (ins) life. They were experiencing impedance issues since the patient lost therapeutic effect. The patient was implanted for urinary dysfunction/sacral nerve stim, bowel dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.